Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) was at 410 mg/dl with nausea, vomiting, polydipsia, symptoms of dehydration, and large level of ketones. It was reported that the patient was treated by medical personnel at the emergency room with intravenous fluids and insulin injection. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. It was reported that there was an inaccurate delivery issue with the pump. Customer support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issues and potential causes for perceived inaccurate delivery issue did not identify any assignable causes. The reported issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.